Event description:
It was reported that a patient underwent a transverse rectus abdominis myocutaneous flap procedure on an unknown date and a drain was used. The surgeon positioned the drain, applied a fibrin sealant, and closed the flap immediately. The drain became clogged and would not function normally. A new drain was placed into the patient in order to drain the seroma. There were no adverse patient consequences. The patient has been discharged

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.